Manufacturer narrative:
Findings: unit received with unresponsive buttons due to corroded keypad traces. Unit received with bleeding lcd board. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners and reservoir tube lip.

Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer replaced the battery in the pump. Customer's blood glucose level was 15.8 mmol/l. Customer has an alert that the reservoir is empty. Customer is unable to clear it. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.